Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of power cable disconnect, low voltage hazard, and no external power alarms was confirmed via the submitted log file. The submitted controller event log file contained data spanning 4 days (31jan2024 ¿ 03feb2024 per the timestamp). The log file captured power cable disconnect alarms that were not associated with power source exchanges on 02feb2024 at 14:18:29 while connected to the power module and on 03feb2024 at 12:18:14 while connected to 14v batteries due to the relative state of charge (rsoc) voltage on the black power cable dropping to approximately 0 v. The log file captured low voltage hazard alarms on 03feb2024 from 11:50:36 to 11:50:38 and from 11:50:45 to 11:50:46 due to the rsoc voltage on the black power cable dropping to approximately 0 v while the white power cable was routinely disconnected during a power source exchange; the black power cable was connected to a 14v battery at the time of the alarms. The atypical power cable disconnect and low voltage hazard alarms resolved due to the rsoc voltage returning to its appropriate level. The log file also captured a no external power alarm on 03feb2024 from 10:53:49 to 10:54:17 due to both system controller power cables being disconnected from external power at the same time. The alarm resolved when the controller was reconnected to external power. The system controller backup battery supplied power to the system without issue during the loss of external power and pump function was not affected. The alarms did not affect the controller's ability to operate the pump at the set speed. It was reported that no equipment will be returned for evaluation. The root cause of the atypical power cable disconnect and low voltage hazard alarms could not be conclusively determined through this analysis. The root cause of the reported no external power alarm was determined to be a user error in which both system controller power cables were disconnected from external power at the same time. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, no external power, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms resolved when the power module patient cable was exchanged on (B)(6) 2024. Ramp echocardiogram had been performed on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the nurse heard beeps and saw a power cable disconnect alarm even though patient was connected to wall power. Upon checking ventricular assist device (vad) logs, it showed low voltage alarms even when the patient was connected to power. A power disconnect message was also seen on screen even though the patient was connected to wall power and battery. The system monitors were replaced and, while going through the logs, another beep was heard but the nurse could not switch out to another screen to see. It was assumed it was another power disconnect alarm. Log files were submitted for review and captured low speed advisory events back on 31jan2024 due to the fixed speed being set lower than the low limit (5100 fixed vs 5300 low limit). No external power events were noted on 03feb2023 at 1053-1054 while using wall power. These occurred when the white power lead was disconnected causing no external power events enabling the backup battery (ebb) in the system controller. It appeared that the patient was switching from wall power to battery power. Low voltage hazard events noted 03feb2024 at 1150 while switching from wall power to battery power. This again was when the white power lead was disconnected. It was noted that if the patient was using a power module, it appeared that the patient cable needed replacing. 13v relative state of charge (rsoc) values were seen instead of 14v. It was also suggested to check the pins on the white and black power leads of the system controller and see if any are bent/broke.